Manufacturer narrative:
(B)(4). Batch number: l5427m. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the issue with device occur on the 1st firing? Yes. Did the device deploy staples at all? If so, please describe shape. No. Was the device difficult to close? No. Are any photos/videos available? No. Why was the case converted to open? Because the stapler had already cut and there was a need to suture the wound together. What is the current patient status? Patient has recovered and is at home.

Event description:
It was reported the surgeon was using linear stapler ats45 for meckel diverticulus removal. The stapler cut, but the staples did not come out. The surgeon asked another surgeon for help. They inserted a new cartridge to the stapler, fired it again and the same thing happened. Staples did not come out. The operation was finished by converting it to a mini laparatomy and sutured by hand.